Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reports that wafer detaches in various places after 1 to 3 hours. She has had to remove and reapply every time and has torn the skin in 2 small places to the right of the stoma. States each area is about 4 mm in diameter. Washes with dove soap. She has applied alcohol and witch hazel. Advised to stop use of those products; crust with sh powder instead. Discussed using soap without moisturizers.